Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis with culture positive for (B)(6) coincident with dianeal 1.5% peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal 1.5% therapy intraperitoneally (iip) for peritoneal dialysis. It is unknown if iip was ongoing. The facility nurse spoke with gpv regarding the event of peritonitis. On an unreported date, the pt experienced a peritonitis on (B)(6) 2012. The patient was not hospitalized for this event. The interventions required are unknown. The nurse reported that there was a breach in aseptic technique as the patient reportedly made a mistake or touch contamination occurred. It is unknown if the patient was retrained on aseptic technique. The patient is reportedly recovering from this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because the nurse reported a break in aseptic technique by the patient described as touch contamination. The root cause for this condition is undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the patients are instructed to discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.